Event description:
It was reported that a user experienced unexpected hyperglycemia with a blood glucose of 201 mg/dl and observed blood at the infusion site, then disconnected and performed tubing fill with drops observed at the cannula end, with no leaks or visible damage noted, and planned to reconnect and monitor. Symptoms included elevated blood glucose. Outcomes included troubleshooting and user education, with no alerts or alarms and no medical intervention or hospitalization reported. Investigation included guided functional checks of the infusion pathway by confirming flow through the tubing. Investigation of this case revealed no device damage reported and no confirmed delivery failure, with the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.